Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Field service engineer (fse) inspected the system onsite and found system does not start up. Upon troubleshooting fse identified that identified there was internal software error (not hardware). To resolve the issue, fse executed rsn over vpn and installed software patch. After executed rsn over vpn and installed software patch, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not turning on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this complaint.